Manufacturer narrative:
Continuation of medical devices: product ID neu_pouch_acc, implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type accessory. Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: neu_pouch_acc, ; product ID: 8709sc, serial/lot #: (B)(4), ubd: 18-aug-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was initially receiving dilaudid and then fentanyl via an implantable pump for non-malignant pain and chronic low back pain. The drug concentration and dose rate for both fentanyl and dilaudid were unknown. It was reported that the patient was allergic to morphine, so she had dilaudid in pump when it was implanted and then they put in fentanyl. It was further noted that the patient had so many other issues including irritable bowel syndrome (ibs) that were worse with the pump implanted. The patient had a headache every day for 8.5 years. The patient reached the maximum amount of medication in 2015. The patient¿s pump was removed in (B)(6) 2017 because she had reached the maximum amount of medication. It was noted that it took almost 2 years to dial it down and get the stimulation device in and the pump removed. It was also noted that the patient had wanted to get off opioids. They had another stimulator put in to cover their pain. When pump was removed, the physician decided to leave catheter in place and "tie it off" because they were afraid of a cerebrospinal fluid leak (csf). The patient saw their primary care provider (pcp) in (B)(6) 2018, and it was described that the patient had scar tissue as big as their fist where pump had sat in abdomen and the pcp told the patient it would get smaller. The patient went on a trip and when she got back to see pcp, the scar tissue was "twice the size it was" and bothering the patient quite a bit. The pcp did CT scan which showed fluid in abdomen and what pcp thought was scar tissue was actually a mesh bag the pump was implanted with. The pcp determined the fluid was csf. The csf leak in the abdomen and bulge believed initially to be from scar tissue occurred in (B)(6) 2017 (month and year known only). The patient had surgery monday ((B)(6) 2018) to remove the catheter and mesh pouch that had adhered to their belly. The patient was noted as still laying on their back 4 days later after surgery (since (B)(6) 2018) because every time the patient sat up their head hurts. From surgery on monday, they had a huge scar on their back and on their gut from what they thought was scar tissue, but in reality, was the mesh bag that got ¿kinked up or something". No further patient complications have been reported as a result of this event.